Event description:
Per complaint (B)(4), it was discovered during inspection that a sealed dental implant had a manufacturing issue. Debris was reported to be inside the vial. No patient involvement was reported.